Event description:
Related manufacturer reference numbers: 3006705815-2023-01212 and 3006705815-2023-01218. It was reported that the patient's leads migrated and the ipg was damaged as a result of trauma. Surgical intervention was undertaken in which the leads and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.